Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed that the atlas stent was returned with the subject device catheter. The subject catheter distal shaft was broken and returned in two parts. The subject catheter hub was intact. The subject device catheter was flushed and a 0.0158 patency mandrel was advanced after the stent was removed, there was no resistance felt. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there wasn't any damage noted to the packaging prior to opening and the subject catheter was confirmed to be in good condition during preparation/prior to use on the patient. The damage noted to the subject catheter would be indicative of the as reported defect. It was seen that the subject catheter shaft was broken and returned in two parts. It was seen that the returned stent was damaged which may have caused friction in the subject catheter. The subject catheter may have broken when the physician was pulling back the subject catheter when the friction was felt. The subject catheter most likely broke during the procedure due to some procedural/anatomical factors encountered during use leading to the reported and analysed defects. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to this investigation. This is 1 of 2 reports.

Event description:
It was initially reported that there was unknown friction between the stent and the subject microcatheter. There were no clinical consequences to the patient. Analysis of the returned device found the subject device catheter shaft was broken during use. There were no clinical consequences to the patient as a result.